Event description:
Hospital has experienced a trend involving several lcaths leaking or breaking at the hub. This is the second time our hospital has experienced this issue. Event 1: lcath midline leaking around purple hub within hours of placement and removed. Event 2: PICC placed (after midline leaking and removed) and the following day was leaking. Around the purple hub and repaired. Event 3: midline in same patient as [redacted date] incident was leaking between the catheter and purple hub. Event 4: midline was leaking between catheter and purple hub. Event 5: PICC leaking and able to be repaired. Event 6: PICC line leaking and repaired and then removed 3 days later. Event 7: PICC leaking and repaired but then removed 4 days later. Event 8: line had slow leak on catheter after purple hub. Repaired PICC and then replaced that day. Event 9: leak noted on catheter just after purple hub. Event 10: 4 day old midline leaking between purple hub and catheter. Event 11: 3 day old PICC leaking between purple hub and metal/plastic hub.